Event description:
Boston scientific received information that this patient experienced a symptomatic event. The caller was reviewing the patient's arrhythmia logbook and could not find any correlating data. The caller inquired about reprogramming the sudden bradycardia response (sbr) storage. The caller stated the symptomatic event was most likely from neurocardiogenic syncope but this could not be confirmed since they cannot see if an sbr episode stored at that time. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted an no other adverse events have been reported. This product issue will be updated if additional information is received.